Event description:
Additional information received reported that the patient was critically ill when she was admitted to the hospital.

Manufacturer narrative:
Catheter model # 8709sc, lot # n118345006, implanted on: (B)(6) 2008, explanted on: unknown. (B)(4), dacron pouch lot # n125520, implanted: (B)(6) 2008; (B)(4) personal therapy manager serial # (B)(4); (B)(4) nvision handheld serial # unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An overdose was reported. The health care provider reported that following a refill session when the dose was increased 7-fold, the patient experienced pulmonary complications 24 hours after the dose change and was admitted to the hospital 48 hours after dose change. The patient was placed on a vent and remained on ventilator support. It was reported that the patient was responsive. It was noted that the dose went from minimum rate to the lowest programmable simple dose of 3.6mg/day; concentration 75mg/ml of dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.